Event description:
The customer reported regarding button error alarms. Troubleshooting was performed, and the caller mentioned that the insulin pump was dropped in the pool. The caller stated that she was not holding a button down for three minutes or greater. Advised the customer that the insulin pump will be replaced. During the call, the caller also reported being hospitalized due to low blood glucose of 19mg/dl. The customer stated that her husband could not wake her up, and the paramedics and the police were called out to her hotel room. The caller believes that all the additional walking she had one the previous day may have caused her low blood glucose. The customer indicated that she was released the same day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.